Event description:
Device 1 of 2. Reference MFR report#3006705815-2018-01877. Follow-up identified surgical intervention was undertaken on (B)(6) 2018 where the lead was replaced with a new model which resolved the issue.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#3006705815-2018-01877. It was reported the patient's stimulation deceases by itself when attempting turn on or increase therapy intensity. Diagnostic testing revealed multiple contacts with high impedances. In turn, reprogramming was unable to resolve the issue. X-rays results revealed one lead with stimulation; however, no evidence of a fracture. Surgical intervention is pending as the next course of action.